Event description:
The complainant alleged that during an attempt to defibrillate a pt (age and gender known) at 200 joules, the device would not discharge. The complainant indicate that there was no adverse effect to the pt as a result of the reported malfunction. The complainant obtained another device to defibrillate the pt.